Event description:
During an laparoscopy surgery, a portion of the rivet pin, that does through a jaw assembly, broke and could not be retrieved. A piece of the rivet pin that broke off remains in the abdominal cavity. No further info provided from customer. No report or indication of pt injury.